Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in clinic for lead evaluation due to high capture threshold. A lead fracture was noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.